Event description:
It was reported that the cusotmer went to the emergency room with blood glucose in the 550 mg/dl to 599 mg/dl range and high ketones. The customer experienced symptoms of nausea and vomiting. She attempted to treat with manual injection. The customer also had pneumonia at the time. She further stated that she did not blame the hospitalization on the insulin pump and continuous glucose monitoring system because it got caught in her seatbelt while she was driving and the tubing may have become kinked. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).